Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was an attempted implant. It was reported that after 30 slow turns the helix would not extend. The pace impedance measurements were greater than 2,000 ohms. Subsequently, this lead was removed from service. No adverse patient effects were reported. This product was disposed and is not expected to be returned. The serial number of this product was not made available to boston scientific.